Manufacturer narrative:
The hospital anesthesia technician replaced the flow sensors to resolve the reported issue. Customer contact reports there is no patient information available. (B)(4).

Event description:
The hospital reported a malfunction causing a loss of mechanical ventilation. Ventilation continued manually. There was no report of patient injury.